Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was taken to the emergency room with blood glucose of 700 mg/dl and it was not certain if high blood glucose was caused by insulin pump. It was reported that customer calibrated with each blood glucose check. Caller was advised on proper calibration techniques. Caller refused transfer to helpline.